Event description:
It was reported by the doctor that he was performing a new procedure involving a sagittal split ramus osteotomy while using a guide, but after the irrigation part of the procedure (near the end of the case) he later determined that the handpiece overheated. After the procedure was completed successfully they noticed the pt's skin was red on the lower jaw. The redness was about the size of a nickel. An antibiotic ointment was applied, and silvadene cream was recommended for continued treatment at home. The doctor said that the burn left a permanent, raised scar, which he advised the pt was not seeking medical advise/correction over for at least "a while" after the event.

Manufacturer narrative:
The customer did not return the handpiece to the MFR for evaluation, as they already disposed of this device in an unk manner. The event happened in 2007 but was just reported recently. The customer did not have any records to indicate the serial number, either. Therefore, the reported condition of the device overheating during usage could not be confirmed, so a failure mode cannot be determined. Based on the investigation details the drill is obsolete both in new build and in service/repairs. There has been no repair history on any of this account's drills since 2002, even though the IFU recommends annual service, as well as, preventative maintenance to be performed every three months.